Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2014-73458.

Event description:
It was reported that the customer experienced high blood glucose of 600 mg/dl. She had changed out the set with her insulin pump four times and believed the pump was not delivering insulin. During troubleshooting, insulin exited the tubing during a manual prime and no air or leaks were found. The settings were found to be correct and a high pressure test was passed. One no delivery alarm was found in the alarm history, as well as low reservoir alarms. When the infusion set was removed from the body, the cannula was neither bent nor occluded. Customer was advised to change the entire infusion set, reservoir, and insulin. At this point, the customer's blood glucose was 530 mg/dl and she delivered a bolus. Nothing further reported.